Event description:
It was reported this drainage catheter was placed for percutaneous treatment of a renal cyst. Following placement of the stent, alcohol was injected into the catheter for a period of 30 minutes. Two weeks post-placement, it was noted the distal pigtail had detached and was located close to the renal area. A foley catheter was placed to facilitate removal of the proximal portion of the catheter. No retrieval of the detached tip was attempted. The pt is now under the supervision of a surgeon. However, to date, no pt sequelae resulted from this event. The device has been retained by the user facility. Therefore, a failure analysis is not available. Co's follow-up revealed alcohol was injected into this catheter. This device is a drainage catheter and directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use states: "this catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."